Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. At the time of the reported issue, the patient was using an omnipod 5 insulin pump. The parent initially contacted to report a recent cgm inaccuracy. During the conversation, the parent also referenced a prior inaccuracy that occurred in october 2025, which reportedly resulted in the patient¿s hospitalization due to diabetic ketoacidosis (dka). Attempts were made to obtain additional details regarding the (B)(6) 2025 hospitalization; however, the parent declined to provide further information and expressed a preference to proceed with replacement of the currently inaccurate sensor. Consequently, key clinical details were not obtained, including healthcare provider (hcp) assessment of dka, whether intensive care unit (ICU) admission occurred, length of hospital stay, cgm and bg values at the time, associated symptoms, and treatments administered. At the time of reporting, the patient was in stable condition. The parent¿s primary request was for replacement of the current sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.